Event description:
It was reported that the system 9800 would go blank sometimes during a cine run. Sometimes the run would restart on it's own and sometimes the system would need to be put back into the cine record mode. There was no adverse pt involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The cine bridge circuit board was found to be defective and replaced. The system was tested and found to be working as intended and placed back into service.